Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a loss of capture, oversensing noise and low impedance. The lead was reprogrammed temporarily. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.